Event description:
Pt has had an ongoing chest pain for 13 years. They were at a hospital where they were diagnosed with unstable angina. Pt underwent some tests and a congenital heart defect was found. A stent was implanted in 2003 without adequate tests being done. They were discharged from the hospital after a day and they started having chest pain, breathing difficulties, burning sensation, dizziness. Their heart rate dropped to 48/min. They could barely walk. They felt weak. On seeking a second opinion they were told the stents could not be removed.